Event description:
Reportedly, after firing for lar/end to end anastomosis, the device could not be removed smoothly since the tissue was uncut partially. Since the surgeon pulled the device by force, the tissue was damaged. After that, fired again another device for lar/dst. This firing was performed properly. The surgeon did not consider that the tissue was thick. No excessive bleeding. Lot number is p6e542 or p5b1146. Sex: male. Procedure: lar/end to end anastomosis.